Event description:
It was reported the patient¿s stimulation was not working following a fall from a ladder onto a cement floor, where they broke their pelvic bone. Since the fall the ¿stimulator¿ would go across the patient¿s stomach or on the bottom of their stomach. The patient was able to feel stimulation, but it was in the wrong location. The patient¿s healthcare professional (hcp) wanted to do an x-ray. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n310992, implanted: (B)(6) 2012, product type: accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).